Event description:
Customer complaint - limited data available the customer stated that the device overheated and sparked.

Event description:
Customer complaint - limited data available stated device was overheating and sparking. Threw away device.